Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, implantable pacing lead, implanted (B)(6) 2009; 507658, implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an atrial lead warning for out-of-range impedance. The lead remains in use. No patient complications have been reported as a result of this event.